Manufacturer narrative:
H10: the devices were not returned, and the lot number is unknown; therefore, a device analysis could not be completed. However, the instructions for use on the product label states "do not squeeze burette chamber." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the buretrol (burette chamber) of an unspecified quantityat least three (3) of clearlink system buretrol solution sets cracked. This was identified while squeezing the burettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of 2022 - 2023, further described as "over the last year". Should additional relevant information become available, a supplemental report will be submitted.